Event description:
Procedure type: lap chole. According to the reporter: the jaws were misaligned from the beginning of the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).